Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3852 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3852 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation in 2020 and dyspareunia, drug allergy (hydrocodone- itching (as stated) ¿nsaids (non-steroidal anti- inflammatory drug)), anemia, parity 2, abortion spontaneous, multi gravida, gastric bypass, cholecystectomy, anxiety, stress incontinence, dysfunctional uterine bleeding, cesarean section, alcohol use (occasional), tobacco user (1 pack per day), tonsillectomy, cholecystectomy, caesarean section, iron deficiency anemia, right upper quadrant pain, epigastric pain, palpitation, fatigue, contact dermatitis, menorrhagia, ovarian cyst and obesity. Previously administered products included: mirena and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis. Bilateral fallopian tubes, excision: small paratubal cysts without additional specific pathologic diagnosis. Clinical information: encounter for removal of essure. Pelvic pain. Gross description: a. Fallopian tubes, bilateral, (bilateral fallopian tubestwo purple fimbriated segments of fallopian tube that measure 7.0 and 8.5 cm. Both upon sectioning contain coiled metallic wires. Representative sections are submitted: a1-2, shorter fallopian tube; a3-4, longer fallopian tube. Microscopic description: the 2 complete fallopian tubes are evaluated for underlying pathology to explain pelvic pain. No inflammation, endometriosis or evidence of neoplasm is identified. Small paratubal cysts are present in one tube. [Ultrasound scan] on 20-feb-2023: findings: uterus anteverted, 8.1 x 3.5 x 4.8 cm. Volume 70 ml. Myometrial echotexture is heterogeneous. Endometrial stripe 2 mm. Right ovary 3.5 x 2.7 cm. Left ovary 2.1 x 1.3 cm. Numerous small cysts bilateral ovaries. Impression: nonspecific heterogeneity of the myometrium, otherwise unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report received. Medical history & lab data added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.